Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. There was 1 additional sensor reported (unk) and is has been captured under this submission. Reference reports mw5186319, mw5186321. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report, which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue with the abbott diabetes care (adc) device was reported. The customer reported that the sensor provided continuous low readings and triggered 4 alarms in a single night. The sensor's serial number was not on the recall list, but it was determined to be faulty. This was the third or fourth faulty sensor experienced since the transition to libre 3 plus. When they added an extra day to libre 3 sensors, the quality dropped dramatically. It is unknown whether the customer noted a trend arrow on the device. No patient consequences were reported. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow-up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.